Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that the thread came loose from the needle during the procedure and another suture was used. Additional information has been requested.

Manufacturer narrative:
Analysis and results: the exact batch number is not known, the batches supplied to the customer in the last months are: 622393, 622462, 622482, 623013 and 623075. There are no previous complaints of any of the possible code-batches. There are (B)(4) units in stock of batch 623013 and (B)(4) units of batch 623075. There are no units in stock of the rest of possible code-batches. We manufactured and distributed in the market (B)(4) units of this code of batch 622393. We manufactured and distributed in the market (B)(4) units of this code of batch 622462. We manufactured and distributed in the market (B)(4) units of this code of batch 622482. We manufactured (B)(4) units of this code of batch 623013. We manufactured (B)(4) units of this code of batch 623075. The involved needle and a piece of thread have been received. We have received an open sample, a needle detached from the thread and a piece of thread. Nevertheless, without closed samples a proper analysis cannot be done. Reviewed batch manufacturing records, all possible code-batches had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: the exact batch number is not known, the batches supplied to the customer in the last months are: 622393, 622462, 622482, 623013 and 623075. There are no previous complaints of any of the possible code-batches. There are (B)(4) units in stock of batch 623013 and 3,708 units of batch 623075. There are no units in stock of the rest of possible code-batches. We manufactured and distributed in the market (B)(4) units of this code of batch 622393. We manufactured and distributed in the market (B)(4) units of this code of batch 622462. We manufactured and distributed in the market (B)(4) units of this code of batch 622482. We manufactured (B)(4) units of this code of batch 623013. We manufactured (B)(4) units of this code of batch 623075. Without closed samples and/or defective samples a proper analysis cannot be performed. Reviewed batch manufacturing records, all possible code-batches had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.